Event description:
During a coronary drug eluting stenting treatment procedure the stent shaft broke. In 2005 the target lesion was the severely tortuous, severely calcified, 95% stenotic, mid circumflex artery (cx). The vessel was predilated with a maverick balloon of unknown size. The physician attempted to deploy a 2.5 x 24 mm taxus express2 drug eluting stent, but felt resistance during insertion. During deployment the stent shaft broke in the mid-proximal portion. The shaft did not become completely separated and the physician was able to remove the stent by pulling back on the guidewire.the procedure was not completed due to this event. No pt complications were reported. The pt's status is reported as 'stable'.